Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy¿ drug eluting stent was selected to treat the lesion but during unpacking there was no stent mounted over the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy¿ drug eluting stent was selected to treat the lesion but during unpacking there was no stent mounted over the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.